Manufacturer narrative:
Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the reported nonconformance. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to observe the reported nonconformance our quality engineers were unable to determine the root cause for this complaint. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in safety shield activation failed on (B)(6) 2025 at approximately 1430, I sustained a needlestick injury while at work. On this day, my role was break nurse. A patient required IV access because his existing line was no longer functioning. I followed proper protocol and safety measures; however, despite these precautions, I was injured during the procedure. The device involved was a defective 22g IV butterfly. Once the catheter was inserted, I made an attempt to pull the needle out, the needle bounced up and the safety mechanism never functioned. The needle was fully exposed. After the incident, I spoke with my charge nurse, we informed management and I headed to the emergency department shortly after. I also spoke with several fellow nurses who shared that they have experienced similar incidents while inserting ivs using this device.